Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Unable to perform s-curve height evaluation due to condition of the lead as received. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented with a left ventricular lead that exhibited a loss of capture. X-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.